Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid right coronary artery (rca). The 3.50 x 12 mm taxus express2 drug eluting stent (des) was advanced to the target lesion, but was unable to cross the lesion. The device was removed and it was noticed that the distal edge of the stent was lifted up. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".